Event description:
It was reported, approximately three years post implant, decrease sensing value from 10.6mv to 1.4mv was observed. However, no lead fracture was suspected, and the implantable cardioverter defibrillator demonstrated normal functionality. Consequently, the patient underwent a subsequent procedure for extraction of this lead. Patient's status post follow-up procedure was noted as fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.